Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode during a routine check. The device was subsequently explanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
This correction report is being submitted due to changes in field h11. This product investigation is still in progress. This report will be updated when product investigation is complete.